Manufacturer narrative:
The patient began experiencing the symptoms on (B)(6) 2025 and the patient stated that the insertion site was hurting. On (B)(6) 2025, the arm got swollen and the patient went to eversense center where the hcp opened up the insertion site and drained the pus. The wound was flushed two times on that day before the site was cleaned. The hcp then prescribed antibiotics. In addition, the hcp decided to remove the sensor to alleviate the symptoms. Upon removal, the patient felt fine.a review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where the patient experienced infection at the area of sensor insertion, with the symptoms of pain, swelling, pus drainage and elevated temperature. The sensor was inserted on (B)(6) 2025 and the symptoms were first noticed by the patient on (B)(6) 2025. The patient consulted hcp who opened the insertion site to drain the pus and prescribed antibiotics. Additionally, the sensor was removed.